Event description:
It was reported that the insulin pump alarmed during the changing of the reservoir. The blood glucose reading is 147 mg/dl. The displacement test failed. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. Unable to verify alarm and displacement test due to alarm. The insulin pump had a scratched display window.